Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range shock impedances on the associated right ventricular (rv) lead. A copy of the device's memory was preserved and analyzed. Analysis determined that from (B)(6) 2014, the shock impedances have gradually risen. Since (B)(6) 2014, the shock impedances have stabilized but are still out of range. Boston scientific technical services (ts) noted that a gradual rise in shock impedance is not consistent with a lead conductor issue such as a fracture which would typically show an abrupt jump in impedance. No adverse patient effects were reported. The physician has elected to monitor the patient and thus the device and lead remain in service.